Event description:
Hcp reported the patient experienced transverse myelitis, sudden onset in 2002 of leg weakness, incontinence of urine, paralysis from the waist down. The patient underwent explantation of the pump and catheter. The patient was treated with antibiotics. The patient recovered without sequela.